Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the adverse event section of the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that approximately 35 months after 2 xience v stents were implanted in the mid-left anterior descending and the proximal 2nd diagonal coronary arteries, the patient died of unknown cause. No additional information was provided.